Event description:
It was reported that the 9900 system had no fluoro image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable, lemo pin connector, and ps2 power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.